Event description:
It was reported that the physician attempted to cycle the artificial urinary sphincter (aus) in office without success, the reason for device failure is unknown but it did not allow for continence. The patient reported that device had never worked properly. A replacement surgery was performed and there were no patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date and lot number was obtained through a review of the surgical history previously provided by the physician.